Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, constipation, irritable bowel syndrome, asthma, umbilical hernia repair, cystoscopy, ovarian enlargement, anxiety disorder, anal fissure, pap smear abnormal, short-term memory impairment, tongue sore, eczema, raynaud's disease, movement disorder, diabetes mellitus, acid reflux (esophageal), adhesion, abdominal hernia, esophagogastroduodenoscopy, colonoscopy, gravida ii and parity 2. The patient had an allergic history of allergen, codeine (cns reaction), aspirin and vomiting (rash), bee stings (anaphylaxis), latex and hives (dermatologic reaction). Previously administered products included for an unreported indication: ortho novum from 2001 to (B)(6) of 2006, z-pack and percocet. Concurrent conditions included left lower quadrant pain, uterine bleeding, metrorrhagia, cervicitis, follicular cyst of ovary, right lower quadrant pain, decreased appetite, weight loss, rash, anaphylaxis, hives, vomiting, adnexa uteri mass and pelvic adhesions. The patient also had a family history of diabetes mellitus. Concomitant products included nsaids since (B)(6) 2014 for pain. In (B)(6) of 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), fatigue ("fatigue") and abdominal pain upper ("severe stomach pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), nausea ("nausea"), abdominal pain lower ("lower abdomen pain / lower abdomen radiating around hips to lower back"), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),total vaginal hysterectomy, left salpingooophorectomy, ovary cystoscopy). Essure (ess205) was removed in (B)(6) of 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, arthralgia and back pain had resolved and the female sexual dysfunction, depression, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in (B)(6) of 2007, the patient was advised of the complications or problems that occurred at the time of essure placement procedure. Discrepancy noted:date(s) of removal: (B)(6) 2009, hysterectomy, left tube & ovary, (B)(6) 2014, right tube and ovary. Total hysterectomy (uterus and cervix removed) - left salpingo-oophorectomy. Unilateral salpingo-oopherectomy - right . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2007. Result: total bilateral occlusion. It was successful and no chance of pregnancy. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, constipation, irritable bowel syndrome, asthma, umbilical hernia repair, cystoscopy, ovarian enlargement, anxiety disorder, anal fissure, pap smear abnormal, short-term memory impairment, tongue sore, eczema, raynaud's disease, movement disorder, diabetes mellitus, acid reflux (esophageal), adhesion, abdominal hernia, esophagogastroduodenoscopy, colonoscopy, gravida ii and parity 2. The patient had an allergic history of allergen, codeine (cns reaction), aspirin and vomiting (rash), bee stings (anaphylaxis), latex and hives (dermatologic reaction). Previously administered products included for an unreported indication: ortho novum from 2001 to january 2006, z-pack and percocet. Concurrent conditions included left lower quadrant pain, uterine bleeding, metrorrhagia, cervicitis, follicular cyst of ovary, right lower quadrant pain, decreased appetite, weight loss, rash, anaphylaxis, hives, vomiting, adnexa uteri mass and pelvic adhesions. The patient also had a family history of diabetes mellitus. Concomitant products included nsaids since (B)(6) 2014 for pain. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("severe stomach pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain / lower abdomen radiating around hips to lower back"), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),total vaginal hysterectomy, left salpingooophorectomy, ovary cystoscopy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, arthralgia and back pain had resolved and the female sexual dysfunction, depression, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in (B)(6) 2007, the patient was advised of the complications or problems that occurred at the time of essure placement procedure. Discrepancy noted:date(s) of removal: (B)(6) 2009, hysterectomy, left tube & ovary, (B)(6) 2014, right tube and ovary total hysterectomy (uterus and cervix removed) - left salpingo-oophorectomy unilateral salpingo-oopherectomy - right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. It was successful and no chance of pregnancy. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. Event outcome :abdominal pain lower ,back pain hips pain were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, constipation, irritable bowel syndrome, asthma, umbilical hernia repair, cystoscopy, ovarian enlargement, anxiety disorder, anal fissure, pap smear abnormal, short-term memory impairment, tongue sore, eczema, raynaud's disease, movement disorder, diabetes mellitus, acid reflux (esophageal), adhesion, abdominal hernia, esophagogastroduodenoscopy and colonoscopy. The patient had an allergic history of allergen, codeine (cns reaction), aspirin and vomiting (rash), bee stings (anaphylaxis), latex and hives (dermatologic reaction). Previously administered products included for an unreported indication: ortho novum from 2001 to (B)(6) 2006, z-pack and percocet. Concurrent conditions included left lower quadrant pain, uterine bleeding, metrorrhagia, cervicitis, follicular cyst of ovary, right lower quadrant pain, decreased appetite, weight loss, rash, anaphylaxis, hives, vomiting, adnexa uteri mass and pelvic adhesions. The patient also had a family history of diabetes mellitus. Concomitant products included nsaids since (B)(6) 2014 for pain. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("severe stomach pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain / lower abdomen radiating around hips to lower back"), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),total vaginal hysterectomy, left salpingooophorectomy, ovary cystoscopy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the female sexual dysfunction, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower, arthralgia, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in (B)(6) 2007, the patient was advised of the complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. It was successful and no chance of pregnancy. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: new pfs and mr received : case became valid. New events - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, lower abdominal pain, hip pain, lower back pain and severe stomach pain were added. New reporters, plaintiff's information and date of removal were added. Outcome of the events were added. Concomitant conditions, drug and historical conditions, drugs were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.